Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparations for a pulsed frequency ablation procedure to treat atrial fibrillation, a farawave 31mm catheters flush line had a stain on the inside of the tubing and visible air bubble that appeared in the tubing when the catheter was purged. The bubble remained stuck at the distal end of the irrigation line before it was cleared. The stain was thought to also be a visible air bubble, but after investigation, it was shown to be a stain that could not be removed. The catheter was replaced with a similar device, and the procedure was completed. The device is expected to be returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Boston scientific has made attempts to retrieve the device. The device has not been returned; therefore, a technical analysis of the complaint device could not be completed. Images were reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe that a stain and bubble in the irrigation tubing. Even though media inspection confirmed the allegations, the product was not returned for analysis to identify any anomaly with the device; therefore, the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during preparations for a pulsed frequency ablation procedure to treat atrial fibrillation, a farawave 31mm catheters flush line had a stain on the inside of the tubing and visible air bubble that appeared in the tubing when the catheter was purged. The bubble remained stuck at the distal end of the irrigation line before it was cleared. The stain was thought to also be a visible air bubble, but after investigation, it was shown to be a stain that could not be removed. The catheter was replaced with a similar device, and the procedure was completed. The device is expected to be returned for analysis. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.